Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory due to battery voltage. The device was tested on the bench and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that the device could not be interrogated on multiple attempts. An extrasystolic test pulse was performed and the telemetry test was successful. Premature battery depletion was also reported. The device was explanted and replace. The patient did well before, during, and after the procedure without complications.